Event description:
It was reported that the patient with this pacemaker had an infection. Furthermore, the patient had large pocket hematoma and positive blood cultures. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: patient codes. The product was returned for analysis. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Furthermore, the patient had large pocket hematoma and positive blood cultures. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: patient codes.

Event description:
It was reported that the patient with this pacemaker had an infection. Furthermore, the patient had large pocket hematoma and positive blood cultures. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.